Manufacturer narrative:
E1: address line 1- (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for an unspecified procedure, after connection, the image from the camera head was very bad, it had a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that damage on the cable unit led to the blurry image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unspecified procedure, after connection, the image from the camera head was very bad, it had a blurry image. The procedure was completed with a different camera head. There was no patient involvement.